Event description:
On 07/10/2024, it was reported by a sales representative via sems-(B)(4) that an ar-7720-2.0 humeral drill was broken. This occurred during use in a case with no patient effect. The surgeon was able to completely remove the broken device from the patient and discarded the drill. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.